Event description:
It was reported that the filterwire could not be pulled out and peel-away. The target lesion was located at the internal carotid artery. A 3.5-5.5 190cm filterwire was selected for use. Upon removal of delivery catheter after deploying the filter, device could not be pulled out, could not perform peel-away and the length of the delivery wire was not sufficient. After advancing and removing the delivery catheter again, device could not perform the peel away in the same way. The device was then replaced with another of the same and completed the procedure without issue. No patient complications were reported.